Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some ¿free fluid¿ was found ¿outside the balloon¿ of a patient's intermate device. The patient reported having had ¿a wash this morning and the intermate fell into the sink¿ after which the patient ¿quickly took it out¿. The issue was identified just prior to use. The patient ¿is on fluclox (flucloxacillin) continuous infusion¿. There was no patient injury or medical intervention associated with this event. No additional information is available.